Event description:
The consumer reported that the implantable neurostimulator (ins) site still felt very tender, felt like there was a knot, was sometimes warm to the touch, and this was maybe the ins shocking it or something. This had been since implant on (B)(6) 2015. The patient was meeting with the surgeon on (B)(6) 2016. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.